Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/14/2025, a sales representative reported via phone that an ar-1588rt-2j tightrope ii rt had an issue during an acl reconstruction procedure on (B)(6) 2025. After graft preparation, when the surgeon shuttled the graft through the femoral tunnel, the button was flipped, and the suture did not hold tension. The graft construct was taken out from the patient, the complaint device was removed, and another ar-1588rt-2j tightrope ii rt with a different unknown lot number was used to successfully prepare the graft, insert it, and complete the procedure. Nothing broke inside the patient, and there was no harm. The complaint device was discarded, and no picture was taken. There was a case delay of over 15 minutes, and additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling, due to not securing the the button and therefor a loss of tension. Additionally, if the suture loop was not locked or cinched correctly, it could result in graft migration or incomplete fixation.